Event description:
It was reported the patient was admitted to the hospital due to shocks and not feeling well. Upon interrogation, high pacing impedance was observed. Fluoroscopy did not show any abnormalities. Externalized conductors were noted after lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The lead was returned in four pieces. Internal insulation abrasion was found at 12.4cm to 13.6cm from distal tip. Normal electrical characteristics were noted for the lead portions. Etfe coating was intact at the same locations.